Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a vertebral fracture. The patient reported "a lot of pain and needs pain medication but is unable to reach the physician". No further information could be obtained from the patient.